Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device "froze" during use. Neither automatic nor manual ventilation was possible any longer. During rebooting the display froze again. There was no injury reported.

Manufacturer narrative:
Due to the nature of the problem no log files could be secured. The dispatched service engineer could narrow-down the root cause to a malfunction of a certain pcb that controls display and user interface. The pcb was replaced and tested in the manufacturer's lab in the environment of a similar device. Equipped with the suspected pcb the test device booted up normally and passed the power-on self-test without deviations. An endurance run for several days with varying use settings and thermal stress could not reproduce the error condition. The error condition could not be duplicated. A reasonable explanation for the user's observation would be a sporadic error on processor level. The triggering conditions can't be determined on the base of the available information. The field failure rate of the respective pcb is inconspicuous. As a preventive measure the pcb was replaced; the particular device is fully functional again. In a situation like described, automatic ventilation, fresh gas dosage and monitoring functions would be no longer available. The device would generate an audible and visual alarm. The user may switch to manual ventilation and, dosage of volatile anesthetics will be possible in this state as well. No patient consequences have been reported for this individual instance.

Event description:
Please see initial MFR. Report no. 9611500-2016-00095.